Event description:
It was reported that the inflatable penile prosthesis (ipp) device will not cycle. The patient is scheduled for a surgical procedure in which cx cylinders will be explanted and replaced.